Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 following a device replacement, due to the increased ventricular lead impedance. Proper lead connection was confirmed: the ventricular lead connector was ensured to be fully inserted into the ventricular port, a click sound was heard when the ventricular set-screw was tightened, and a lead pull test confirmed a secure lead connection. During a pacemaker check on (B)(6) 2018, it was found that the ventricular lead impedance and ventricular threshold had both increased since the last follow-up in (B)(6) 2017. The r-wave amplitude was unable to be measured with the basic rate set to 30 min-1. The implant site of the subject device was lightly pressed for the purpose of checking whether there was any issue regarding the connection between the pacemaker and ventricular lead, resulting in no noise shown on the electrogram. The pacemaker check was finished without any reprogramming to the parameters.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 following a device replacement, due to the increased ventricular lead impedance. Proper lead connection was confirmed: the ventricular lead connector was ensured to be fully inserted into the ventricular port, a click sound was heard when the ventricular set-screw was tightened, and a lead pull test confirmed a secure lead connection. During a pacemaker check on (B)(6) 2018, it was found that the ventricular lead impedance and ventricular threshold had both increased since the last follow-up in (B)(6) 2017. The r-wave amplitude was unable to be measured with the basic rate set to 30 min-1. The implant site of the subject device was lightly pressed for the purpose of checking whether there was any issue regarding the connection between the pacemaker and ventricular lead, resulting in no noise shown on the electrogram. The pacemaker check was finished without any reprogramming to the parameters.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 following a device replacement, due to the increased ventricular lead impedance. Proper lead connection was confirmed: the ventricular lead connector was ensured to be fully inserted into the ventricular port, a click sound was heard when the ventricular set-screw was tightened, and a lead pull test confirmed a secure lead connection. During a pacemaker check on (B)(6) 2018, it was found that the ventricular lead impedance and ventricular threshold had both increased since the last follow-up in november 2017. The r-wave amplitude was unable to be measured with the basic rate set to 30 min-1. The implant site of the subject device was lightly pressed for the purpose of checking whether there was any issue regarding the connection between the pacemaker and ventricular lead, resulting in no noise shown on the electrogram. The pacemaker check was finished without any reprogramming to the parameters. Update received on 28 nov 2018: reportedly, during a device check on (B)(6) 2018, the lead measurements have increased to 2418 ohms. The ventricular threshold was at 1.50v.